Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.50 x 16 graftmaster referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The patient presented in cardiogenic shock. A perforation occurred with a non-abbott device so a 3.5 x 16 mm graftmaster covered stent was deployed; however it did not completely seal the perforation. A 2.8 x 16 mm graftmaster was then deployed but it also did not fully seal the perforation. Several balloons were then inflated and the perforation was almost fully sealed with a micro leak. The patient was still in cardiogenic shock when the procedure was completed. There was no clinically significant delay in the procedure. No additional information was provided.